Event description:
Technical services received a call on 08/04/2011. E picardial lv lead implanted last month. Now pt is in clinic. Impedance at implant 1200. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).